Event description:
It was reported that the procedure was to treat an unspecified lesion. An indeflator of a 20/30 ppak with copilot, was used to inflate an unspecified balloon. When the pressure reached 10 atmospheres (atm), contrast was noted as leaking inside the indeflator, below the gauge. A new indeflator was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.